Event description:
It was reported that during the intraoperative stage of the case, the last hole of a matrixmandible 12 hole recon plate 2.5mm separated insidiously from the plate. It was noted that the plate being bent was a remnant and had been cut before. The plate was never implanted and a replacement plate of the same catalog was used to complete the case. The patient status is unremarkable. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for unknown matrixmandible plate. (B)(4) pd event evaluation was conducted. The report indicates that the complaint received was that ¿the last hole of a matrixmandible 12 hole recon plate 2.5mm separated insidiously from the plate. It was noted that the plate being bent was a remnant and had been cut before.¿ however upon review of the drawings for the matrixmandible 12 hole recon plate 2.5mm (part 04.503.737) drawings: 04_503_737 revs a-h, it was seen that while the returned part is a 2.5mm recon plate for matrixmandible, it is not the 12 hole plate(part# 04.503.737). A six hole segment and a one hole segment of blue 2.5mm recon plate were returned, the longer plate segment has out of plane bends and there are markings from the bending process. While it is not definitively known what caused this plate to bend, however reverse bending will result in this complaint condition. This complaint is confirmed. Given the geometry and lack of etching on the complaint part, these plate segments are from either part# 04.503.738, 04.503.739, or 04.503.740. The most current revisions of the drawings for the possible 2.5mm matrixmandible plates were reviewed (04_503_737 rev h, 04_503_739 rev h) and these designs and materials were found to be adequate for their intended use. This complaint is confirmed, however as this part was a remnant and likely had previously been bent; the design of this plate did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for unknown matrixmandible plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.